Manufacturer narrative:
D10: concomitant devices: 2554412 170-36-00 - biolox delta femoral head 36mm od, +0mm 3647919 164-02-13 - element-stem, collarless w/ha, high offset, sz 13 4120441 186-03-56 - integrip mh cup sz 56mm the device was not returned for evaluation and no photographs or x-rays were provided for review; therefore the reported event cannot be confirmed through analysis. The cause of the reported event cannot be determined based on the information made available. Should additional, relevant information become available, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 95 months after a right total hip replacement procedure, the patient underwent a revision procedure to address polyethylene wear, pain, mild subluxation, and osteolysis. Revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
H6: corrected health effect clinical codes.